Event description:
It was reported that (1) tct10 was used during a gastrectomy procedure. It was reported by the affiliate that the device lock out. Opened another device to complete the case. No adverse pt outcome.